Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure, the physician was unable to access the patient's epidural space during needle placement. As a result, the physician abandoned the procedure. Reportedly, the patient is doing well postoperative. It was noted the procedure was not abandoned due to sjm product issue.